Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose was 200 mg/dl. Troubleshooting was performed. Customer states the display was not blank less than 30 seconds. Customer states display is blank currently. Customer was using (B)(6) battery. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. Customer inserted new battery but still blank. Customer was advised to leave the battery out for two hours than insert it again. Customer will call back if the issue reoccurred. Insulin pump will not return for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Device received with corroded battery tube and corroded motor home switch. The reservoir does not stay locked in due to missing retainer.